Event description:
The lay user/patient contacted lifescan alleging the meter is not working, no other info specified. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.